Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 08/02/2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. The device was not returned to olympus for inspection. Based on the results of the investigation, the root cause of the suggested event could not be specified. The user had ordered repair of the subject device to a third-party and not original olympus parts. It is probable that the third-party repair had relation with the suggested event. However, since information of which parts were replaced was unavailable, we could not determine the cause. Users may prevent the suggested event in accordance with the following: operation manual_ important information ¿ please read before use_ prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. There was trace of third-party repair on the subject device. Since user or patient may be injured, IFU prohibits to disassemble or repair the device by third-party. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited the serial number and numbers on ID chip did not match. There were no reports of patient involvement.